Event description:
A user facility filed a complaint for leakage from two (2) disposable reservoir bags used with an electromechanical ambulatory infusion pump. There is no report of patient contact or injury.